Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see associated reports: 0002648920-2018-00423, 0001822565-2018-02809. Concomitant medical products - palacos bone cement catalog#: 66022663 lot#:7794358, palacos bone cement catalog#: 66022663 lot#: 77814358, nexgen articular surface catalog#: 00596405012 lot#: 62703994, nexgen femoral stem catalog#: 00599001792 lot#: 62511579, all poly patella catalog#: 00597206538 lot #: 62389202. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was revised due to loosening. During the revision, the tibial insert appeared to be worn and oxidized. There were no complications or delays reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of radiograph. X-ray review states prosthetic lucency surrounding the tibial component indicating loosening. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.